Event description:
Additional information received reported that the shock impedance measurements continued to be elevated. Isometric testing was performed with the patient which did not elicit any noise, and all other lead measurements were in normal ranges. The physician believed the elevated shock impedances were due to the age of the lead and possible calcification over the shocking coils. The shock lead impedance alert was reprogrammed to a higher value. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements to greater than 125 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. The device subsequently exhibited an error code 1005, indicating an open circuit condition was detected during shock delivery. A revision was performed and the device was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that troubleshooting was performed and the shock impedance alert was reprogrammed. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.